Manufacturer narrative:
Follow-up #1: date of submission 11/07/2015 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, the reported discrepancy in bolus delivery history was not duplicated. Review of black box data found that the last basal and bolus were delivered on the day of the complaint. Bolus totals in bolus history are consistent with bolus totals in total daily dose history at time of reported issue. The total daily delivery added up correctly and reflected the user¿s programmed basal rate. Using the returned caps, the pump powered up properly. No tactile issues were found with the buttons. The pump delivery accuracy was found to be within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. A normal bolus and an audio bolus was completed and recorded correctly in the pump¿s bolus history as well as the bolus total in the total daily delivery history. Unrelated to the complaint, the display was found to have a pinkish contrast.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on (B)(6) 2015 and (B)(6) 2015, the patient's blood glucose (bg) reading was at 291 and 305 mg/dl respectively with polydipsia, polyuria and extreme drowsiness. It was reported that the patient did not received any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. Reportedly, there was an inaccurate delivery issue with the pump. Review of basal deliveries indicated that they were correct and as programmed. Review of bolus deliveries indicated that the sum of daily total bolus did not match the total bolus in the total daily delivery. Troubleshooting was unable to resolve the reported issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged inaccurate delivery issue of unknown causes.